Event description:
Procedure: fundoplication. Reportedly, the blue fabric detached from instrument while removing the paddle through the port. The fabric remained in patient temporarily after paddle was removed. Removed without any injury to the patient.